Event description:
It was reported that while using a surgical fiber during a prostate procedure, a system error occurred; the fiber was replaced and the procedure continued using a second fiber. While using the second surgical fiber, the fiber cap was reported to have detached and the output beam was observed to be forward-firing. The procedure was completed using a third side-firing surgical fiber. Patient outcome: "ok". There was no injury reported. This report is for the second fiber used.

Manufacturer narrative:
(B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.